Event description:
T was reported to boston scientific via an article published in the radiologia journal that a 50-year-old male with a history of dyslipidemia and benign prostatic hyperplasia was treated with water vapour thermal therapy (rezum system) with subsequent urinary catheterization and antibiotic prophylaxis. Twelve days after the procedure the patient presented to the emergency department with lower urinary tract symptoms and fever. Urinalysis demonstrated leukocyturia and hematuria, and acute prostatitis was suspected. As a result, empiric antibiotic therapy was initiated. While in the emergency department, the patient developed oppressive chest pain accompanied by vegetative symptoms. Electrocardiogram showed st-segment elevation and depression changes, and cardiac biomarkers were elevated. Cardiac catheterization ruled out significant coronary artery disease. Cardiac magnetic resonance imaging demonstrated myocardial edema and subepicardial late gadolinium enhancement, confirming the diagnosis of acute myocarditis secondary to prostatitis.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted. C. Lozano, m. Cufi, m. Sutil, m. Andreu, e. Guillaumet, and l. Guillamon (2025). Acute myocarditis secondary to prostatitis following water vapour thermal therapy for benign prostatic hyperplasia: presentation of two cases. Radiologia, 68, 1-5.